Manufacturer narrative:
A device history record review was performed and showed that these lots of products met all requirements per the applicable manufacturing quality plan. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the 155 saber rx 5 mm. X 4 cm. Was delivered to the lesion, inflated, and then it ruptured. There was no reported patient injury. The procedure was completed successfully, but it is unknown how it was completed. The product was clinically used, and it will not be returned for analysis. The target lesion was the superficial femoral artery, and reported to be heavily calcified. The level of tortuousness and rate of stenosis was unknown. Additional information has been received. The device was prepped per the instructions for use. The balloon was removed in one piece from the patient. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional investigative questions were answered as unknown.

Manufacturer narrative:
Complaint conclusion: as reported, the 155 saber rx 5 mm. X 4 cm. Was delivered to the lesion, inflated, and then it ruptured. There was no reported patient injury. The procedure was completed successfully, but it is unknown how it was completed. The product was clinically used. The target lesion was the superficial femoral artery, and reported to be heavily calcified. The level of tortuousness and rate of stenosis was unknown. The device was prepped per the instructions for use. The balloon was removed in one piece from the patient. There was no difficulty removing the product from the hoop, removing the protective balloon cover, or removing the stylet or any of the sterile packaging components. There were no kinks or other damages noted prior to inserting the product into the patient. The device prepped normally (i.e. Maintained negative pressure). Additional investigative questions were answered as unknown.   The device was not returned for analysis. A device history record (DHR) review of lot 17408146 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event.   The reported ¿balloon burst (peripheral)¿ could not be confirmed as the device was not returned for analysis. The exact cause could not be determined. Vessel characteristics (heavy calcification) may have contributed to the issue reported. According to the instructions for use (IFU), ¿the rated burst pressure is based on the results of in vitro testing. At least 99.9% of the balloons (with a 95% confidence) will not burst at or below their rated burst pressure. Use of a pressure monitoring device is recommended to prevent over-pressurization.¿ neither the DHR nor the information available suggests a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken.